Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated the operative report from the replacement surgery on (B)(6) 2021 states, "the impedances were checked, unfortunately a couple of the contacts were found to be abnormal on one of the leads. They tried wiping the lead with a wet lap and a dry lap and reinserting it which did not resolve the issue. They switched the lead between the 2 ports and found that the same lead was still having impedance issues on a couple contacts indicating it was the lead and not the battery. Given that patient was doing well with her therapy previously they decided to leave the 2 leads as they were not able to replace the one with impedance issues".